Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has been emitting beeping tones for several months, and it displayed a static-template-lost error message upon an interrogation. A magnet was used, and the fault code seemed to have cleared. Reportedly, this device data was sent for engineering analysis, and it was indicated that the displayed error was related to a power supply reset immediately after a charge, which is likely related to an internal device issue. An emergent device replacement was recommended as the patient should be considered unprotected. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has been emitting beeping tones for several months, and it displayed a static-template-lost error message upon an interrogation. A magnet was used, and the fault code seemed to have cleared. Reportedly, this device data was sent for engineering analysis, and it was indicated that the displayed error was related to a power supply reset immediately after a charge, which is likely related to an internal device issue. An emergent device replacement was recommended as the patient should be considered unprotected. Eventually, this s-ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Review of the device memory confirmed that an error code was recorded. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Laboratory analysis was able to confirm the reported allegation of an error code, related to a power supply reset following a device charge. However, the root cause could not be determined because the observed anomaly could not be replicated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has been emitting beeping tones for several months, and it displayed a static-template-lost error message upon an interrogation. A magnet was used, and the fault code seemed to have cleared. Reportedly, this device data was sent for engineering analysis, and it was indicated that the displayed error was related to a power supply reset immediately after a charge, which is likely related to an internal device issue. An emergent device replacement was recommended as the patient should be considered unprotected. Eventually, this s-ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.